Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (47 mg/dl). The customer reported the pump basal rate setting had changed on its own. Customer addressed low bg levels with glucose tablets and sugary food. Review of pump data by (B)(6) revealed that a person, quite possibly the user, made numerous deliberate profile changes to the basal rate for an undetermined reason, impacting the delivery of insulin on the reported date.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.